Event description:
It was reported that on (B)(6) 2024 in the morning, a 25mm amplatzer amulet left atrial appendage occluder was implanted using a 14f unknown manufacturer delivery system. Prior to procedure, trace circumferential effusion was confirmed by transesophageal echocardiogram (tee). The patient's active clotting time (act) during procedure was 280 and a total of (B)(4) units of heparin was administered. The left atrial pressure was 10. The transseptal puncture was inferior-mid. The amulet was implanted with one deployment. Post-implant, the effusion was checked and no change was observed. The dimensions are unknown. No protamine or reversal agent was provided during implant. In the evening, cardiac tamponade was observed, and the patient underwent a pericardiocentesis. The user alleged that the amulet device anchors caused the pericardial effusion to worsen. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that cardiac tamponade was observed in the evening after implanting amulet device. Also reported that prior to procedure, trace circumferential effusion was confirmed by transesophageal echocardiogram. The user alleged that the amulet device anchors caused the pericardial effusion to worsen. Information from field indicated that the patient's active clotting time during procedure was 280 (in therapeutic range) and a total of 13,000 units of heparin was administered. The amulet device was implanted with one deployment and post-implant, the effusion was checked and no change was observed. The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the limited information available, it is difficult to determine with certainty the exact cause of the reported event, including whether the amulet¿s stabilizing wires contributed to the pericardial effusion. The cause of reported patient effect cardiac tamponade could not be conclusively determined. The reported intervention was a result of case-specific circumstances as the patient underwent a pericardiocentesis for pericardial effusion. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.